Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable and high thresholds with microdislodgement. It was also noted that the ra lead dislodged. The rv lead was explanted and replaced. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.